Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the event occurred in unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that in (B)(6) 2018 customer noticed ¿oozing purulent seepage and pain¿ at the insertion site after 7-days of wear. Customer self-treated with cutaneous antisepsis and then self-presented to a healthcare provider who performed a ¿drainage¿ of the site and prescribed an unspecified antibiotic. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported experiencing an infection while wearing an adc freestyle libre sensor. It was further reported that in (B)(6) 2018 customer noticed ¿oozing purulent seepage and pain¿ at the insertion site after 7-days of wear. Customer self-treated with cutaneous antisepsis and then self-presented to a healthcare provider who performed a ¿drainage¿ of the site and prescribed an unspecified antibiotic. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid sensor serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for all fs libre sensor and fs libre sensor kits within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Dose audit reports were reviewed and demonstrates the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, no confirmed complaints were observed. There were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened, and a physical investigation will be performed.